Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula has unlocked unintentionally from the connector of the infusion set, which resulted in a leak. The patient experienced elevated blood glucose levels. It was reported that this happened on two separate occasions with infusion sets from the same box. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.